Event description:
Drill bit became trapped in driver head. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any patient.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, in kiel, germany suggest that this event would not be associated with the device, but rather would be the result of misuse of the device.